Event description:
It has been reported to philips that the uninterrupted power supply (ups) did not turn on, which cut off power to the m cabinet and computers. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) found power supply (ups) did not turn on. Upon troubleshooting, it is found possible problem in ups controller or short-circuited batteries. On onsite service, the controller and 1 phase ups batteries were put on hold globally due to a manufacturing defect. Factory directed fse to bypass ups connection, previously done remotely, blocking controller and battery replacement until further notice. After the phase 1 ups was bypassed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.